Manufacturer narrative:
Sample analysis: the device was returned for evaluation and the implant coil was found detached. Evaluation of the implant coil and delivery pusher revealed excessive force was used; when this occurred, it likely led to the coil becoming detached. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm located in the vertebral artery. It was reported during coil delivery, resistance encountered and the coil subsequently stretched. Upon removal, the coil detached in the basilar artery and was successfully retrieved with a solitaire retrieval device. No injury was reported with the patient as a result of the procedure.